Manufacturer narrative:
It was reported that before use, the og tdl cmplx fill coil 5x10 coil (640cf0510/17177411) stretched. There was no adverse event reported, and the component will be returned for analysis. A non-sterile orbit galaxy cmplx fill coil 5x10 was received coiled inside of a plastic bag. The hypo-tube was inspected and no damages were noted on it. The introducer was found unzipped and no damages were noted on it. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot 17177411 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ unraveled stretched¿ was confirmed, the cause of the stretched condition on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time.

Event description:
It was reported that before use, the og tdl cmplx fill coil 5x10 coil (640cf0510/17177411) stretched. There was no adverse event reported, and the component will be returned for analysis.

Manufacturer narrative:
Review of the lot revealed that the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis and additional information will be submitted within 30 days of receipt of information.

Manufacturer narrative:
(B)(4). The product is expected for analysis, and additional information will be submitted within 30 days of receipt.